Event description:
Complainant alleged that during training by a zoll sales representative, the unit intermittently failed to display upon power up. The complainant indicated that there was no patient involvement in the reported malfunction.